Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device will be returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via guizhou vein in the right forearm using the powerport slim. During the procedure the needle could not draw back blood, and it was noticed that the needle had occlusion. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport slim via guizhou vein in the right forearm. During the procedure, the needle could not draw back blood, and it was noticed that the needle had occlusion. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows an unsealed product tray containing a vein pick, a tunneler, a syringe, a cath-lock and a flushing hub attached with catheter. A bowl holds a j-tip guidewire with hoop, an introducer needle, an unknown brand of guidewire with hoop, a dilator and a sheath. Blood stains were noted on the introducer needle, hoop, sheath and dilator. Surgical instruments are noted in the background. The investigation is inconclusive for the reported obstruction of flow and suction issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.